Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but are not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all xact stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Based on the reported information, the inaccurate delivery appears to be user related, as it was reported that the physician misjudged the placement of the stent and it was deployed too low outside of the target lesion. There was no issue with the product reported and there is no indication of a product deficiency. A review of the finished device lot history records did not reveal any non-conforming material records for this lot and there have been no other incidents for inaccurate delivery reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for inaccurate delivery reported for this lot.

Event description:
It was reported that during the procedure in the left internal carotid artery, the xact stent was deployed; however, the physician misjudged the placement of the stent and it was deployed too low outside of the target lesion. There was no resistance or difficulty during deployment of the stent. A second xact stent was deployed to successfully cover the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. The patient was discharged home the following day. Though requested, no additional information was provided.